Event description:
It was reported the patient had a shocking or jolting sensation. It was stated the patient had pain in their spine and lower left back. It was noted the patient was being shocked on the front right side of their stomach area since the thursday prior to report. The patient stated it was not a big jolt but it was enough where they could feel it. It was stated the patient turned their stimulation down to 0.0 volts and turned the device completely off. Additional information from the healthcare provider stated the cause of the event was presumptive high voltage settings. It was noted there were no abnormal impedance measurements. It was reported the patient had an MRI, x-ray or CT scan on (B)(6) 2014 and they had reprogramming done on (B)(6) 2013. The patient¿s outcome was reported as non-serious illness or injury.

Event description:
It was later reported the patient was still having concerns regarding their device or therapy but had not sought further help. It was noted the patient had an appointment on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was reprogrammed on (B)(6) 2013 because they had been experiencing chronic intermittent nausea with early satiety, abdominal bloating, and constipation. The patient experienced significant relief of the chronic nausea with modification of the gastric electrical stimulation parameters in (B)(6) 2012 but over the past several weeks there had been redevelopment of progressive intermittent nausea with vomiting. It was reported that the patient experienced this 2 to 3 times weekly. The chronic constipation had been alleviated with a combination of miralax and linaclotide therapy and the chronic intermittent heartburn with reflux and sour brash had resolved with a combination of sucralfate and dexilant therapy. It was noted that the chronic constipation was secondary to the patient's complex outlet disorder with pudendal nerve dysfunction that was associated with the reasons why the patient had another different device implanted. It was noted that the stimulation parameters were modified. The cycle was increased to 2/3 seconds, the voltage was unchanged at 10 milliamps with a rate of 14 hz. It was reported that the calculated electrical impedance was within the recommended range of less than 800 ohms. The patient was scheduled for reevaluation in 6 months after the reprogramming date. It was reported that the patient had a CT scan of their abdomen after having abdominal pain for 1 week. The CT scan was compared with a CT scan dated (B)(6) 2013. It was noted that there were 2 stimulators is place and there was a large amount of stool throughout the colon. They did not see any mechanical obstruction of free air and there had been a prior cholecystectomy. It was reported that there were surgical clips in the pelvis and no acute bony process was present. There was mild levoconvex scoliosis centered in the mid lumbar region and the lung bases were clear. It was noted that there was a large amount of stool throughout the colon and no other abnormality was appreciated.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).